Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures the s5 bubble sensor, the event occurred in india. Investigation is ongoing.

Event description:
Livanova deutschland received a report that a s5 bubble sensor was not working properly. The issue occurred during procedure. There was no patient issue.

Event description:
See initial report.

Manufacturer narrative:
H11. Through follow up communications, it was learned that the bubble sensor was over-sensing bubbles, triggering false alarms. In addition, the error message "bubble sensor or module defective" was displayed. Both bubble sensor and bubble module were replaced. Based on the investigation findings, the reported event has been re-assessed as not reportable as the bubble sensor oversensing is not likely to cause or contribute to serious injury or death, even if it reoccurs.